Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer did not have an alternate method of insulin therapy available but declined follow up from tandem technical support to confirm an alternative method of insulin therapy was obtained. Customer¿s blood glucose level was 92 mg/dl.